Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. A plastic, "dummy tummy" model was connected at the time of the alarm as the nurse was training the patient. This occurred during an unspecified phase of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical services representative assisted the nurse in clearing the alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.